Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hand tendon repair, while suturing a tendon of the index finger, the thread came out the needle on the first stitch and broke. Four threads were used, with the same result every time. They used another strand to complete the case. There was no patient injury.